Event description:
I developed health and immune problems because of breast implants. I had mentor textured cohesive gel silicone implants from 2011-2019. My problems started in 2017 with hormonal disorders, anemia, fibroids and cyst. Everything got worse, I had brain fog, metallic taste, a rash, blurred vision, inflammatory levels, burning skin, neck disorders, sensation burning in the mouth and eyes, burning hands, redness, intense chronic fatigue and anxiety. FDA safety report ID# (B)(4).